Event description:
Alarm 18 was reported by the caller, which indicated that pumping had been suspended for an extended period of time. The customer's blood glucose level was displayed as "high." A correction injection via manual insulin delivery was administered by the customer to address the high blood glucose level. Technical support informed the caller about the alarm's purpose, and the caller understood and acknowledged the explanation. No assistance from a third party was required.